Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle leaked when drawing vaccine during use. No injury or medical intervention.

Manufacturer narrative:
Bd received 2 samples from the customer facility for investigation. The syringes were activated and evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure.